Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reprogram alarm and check settings alarm. Customer was able to successfully clear the alarm. Alarm did not occur during the first rewind. Alarm occurred after setting the time and date on the pump before the pump was rewound for the first time. The customer blood glucose level was unknown at the time of incident. Product will not be return for analysis.